Event description:
Information received by medtronic indicated that the customer was hospitalized due to a hyperglycemic event with a blood glucose value of 600 mg/dl at the time of the hospital admission. The sensor glucose value was 250 mg/dl. The customer also stated that the sensor stopped working and caused loud alarm. The customer had been using the insulin pump within 48 hours of the reported event and the auto mode feature was active at the time of the event. Troubleshooting was performed. No further patient complications were reported. It was unknown whether the customer will continue using the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, faded/stained serial number label, pillowing keypad overlay and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no boluses listed on the event date 08-may-2023 in the pump history file. Please see below for the daily total of all insulin delivered on the event date 08-may-2023 in the pump history file. (B)(6) 2023 14:12:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered: 146500 (14.65 u) dailytotalofbasalinsulindelivered: 146500 (14.65 u) dailytotalofbolusinsulindelivered: 0 (0 u) there were no autosuspend (12) alarm noted in the pump history file. Please see below for the usersuspended (2) alarm noted on the event date 08-may-2023 in the pump history file. (B)(6) 2023 16:03:17.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 08-may-2023 in the pump history file. (B)(6) 2023 01:58:00.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during basal. (B)(6) 2023 02:08:00.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during basal. (B)(6) 2023 04:28:00.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during basal. (B)(6) 2023 04:38:00.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during basal. (B)(6) 2023 02:12:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 08:33:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2023 13:30:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) (B)(6) 2023 14:01:00.000 alarmalertnotification (40) faultnumber: offnopower (11) (B)(6) 2023 14:11:00.000 alarmalertnotification (40) faultnumber: offnopower (11) (B)(6) 2023 15:09:46.000 alarmalertnotification (40) faultnumber: battoutlimit (6) earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 6:08:00 pm. There was no power data available for the event date of 05/08/2023. Unable to check power data for low battery alert, replace battery alert/change battery fault alert, replace battery now alarm/off no power alarm and batt out limit alarm/power loss alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Nodelivery alarm not confirmed. Lostsensor1alert (780) not confirmed. Lowbatteryalert (104) unknown. Changebatteryfault (73) unknown. Offnopower (11) unknown. Battoutlimit (6) unknown. The pump passed the functional testing. Unable to confirm alleged high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.